Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap and metal cap were detached and returned. The glass cap exhibited a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture could rotate independently of outer flow tube. The glass cap exhibited severe devitrification at output window and the metal cap exhibited mild detritus adhesion on surface. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The outer flow tubing open end exhibited minor scratch marks, slight melting, and torn. The fiber was tested with hene laser fixture, aim beam was present at fiber output window. There were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. Unintended use error caused or contributed to event is likely the cause for the observed circumferential fracture and metal cap detachment. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and metal cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. An evaluation conclusion code of known inherent risk of device was assigned to this investigation for the observed glass cap detachment. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure to treat 52ml prostate gland, the fiber tip broke in the prostate after (B)(6) joules and 26:55 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber. No patient outcome was provided.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure to treat 52ml prostate gland, the fiber tip broke in the prostate after 141,185 joules and 26:55 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed with a second fiber. No patient outcome was provided.